Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result and symptoms related to diabetes (frequent urination, dry mouth, dizziness). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-001: user had an inaccurate reference. Note: manufacturer contacted customer in a follow-up call on 17-oct-2025 to ensure the customer¿s initial concern was resolved- the customer is still comfortable with products (did not voice any additional concerns with original meter/strips).

Event description:
Consumer reported complaint for high blood glucose test results. The customer¿s expected fasting blood glucose test result range is 80-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated on (B)(6) 2025 he was having frequent urination, dryness of the mouth and dizziness. Customer stated that he performed a blood test and got 601 mg/dl non-fasting and then a few minutes later 801 mg/dl non-fasting. Customer stated he then contacted paramedics; when paramedics arrived the customer's blood glucose test result was 124 mg/dl fasting (customer ate candy bar 2 hours prior to them coming out). After reviewing the meters memory, the customer was reading the results upside down. Result 4: 108mg/dl & 109 mg/dl non-fasting. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/30/2026 and open vial date is 6 months ago (expired). The customer did have another vial of test strips of the same lot number that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 152 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history: result 1: 124 mg/dl, date: (B)(6) 2025, time: 1:31pm fasting, result 2: 143 mg/dl, date: (B)(6) 2025, time: 11:43pm fasting, result 3: 85 mg/dl , date: (B)(6) 2025, time: 7:45 pm fasting , result 4: 108mg/dl , date: (B)(6) 2025 , time: 6:24pm non- fasting , result 5: 109 mg/dl , date: (B)(6) 2025 , time: 6:11pm non- fasting.